Event description:
Gum bleeding [gingival bleeding]. Sharp piece of brushhead went into gum [gingival injury]. Gum discomfort, tender spot next to tooth [gingival pain]. Brushhead broke in mount [device breakage]. Case description: a male consumer reported that while using an oral-b vitality series toothbrush, the oral-b brushhead, version unk, broke in his mouth and the sharp piece went into his gum causing bleeding and discomfort. On (B)(6) 2014, the consumer reported while cleaning his teeth, it was vibrating slightly hard, and then the bottom half of the double headed brushhead (the sweeping part) came off in his mouth. He had a dental check up on (B)(6) 2014, and they confirmed everything was okay. At the time it caused a tender spot next to the tooth. He reported his mouth was feeling much better now. The consumer reported the brushhead broke in his mouth in 2013 also.

Manufacturer narrative:
The product was returned. The use of abrasive toothpaste was identified as the main reason for the breakage of the brush head.